Event description:
The customer reported to olympus that the single use 3-lumen sphincterotome v wire knife was cut off during a procedure. There was no effect on the patient. There was no patient harm associated with the event. The device was evaluated, and it was found the knife wire was damaged. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was not returned to olympus for evaluation as it was discarded by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the device was not returned. Olympus will continue to monitor field performance for this device.